Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents, and manufacture DHR records. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a a 20ga x0.75"" huber plus safety infusion set. The returned product sample was evaluated and the needle was observed to be bent at the needle exit site from the housing the following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced. At least some use the needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of refs3093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "huber plus needle safety set 20g x 1.0 in with needless y-site issues of the needle bending on insertion." Additional information received: date of occurrence: (B)(6) 2022, patient information (if available) - was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿ patient required a second access. (B)(6) 2022 - the needle tip was barbed and the safety could not be advanced past the bent region on the returned device.